Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the device eroding through the suture that was put in place to close the stitch at the site where the loop recorder was implanted. The device was sticking out, so it was explanted on (B)(6) 2021. The patient was stable after removal.